Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 65-year-old male patient. There was no patient information. Return product is not available for investigation. Method date collected tested result sample positive/negative I-stat (B)(6) 2026 11:31am 12:08pm 452.3ng/l plasma #1 positive I-stat (B)(6) 2026 11:31am 12:27pm 431.9ng/l plasma #1 positive I-stat (B)(6) 2026 12:33pm 13:19pm 495.8ng/l plasma #2 positive I-stat (B)(6) 2026 12:33pm 13:44pm 480.4ng/l plasma #2 positive *lab ni ni ni ni ni negative. Patient sent to hospital based on the hs- troponin obtained on the I-stat at the gove quest lab, the troponin at the hospital was normal. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 11-feb-2026. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lots b25263 and a25320.